Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed motor error. She didn't know the customer's blood glucose at the time the alarm occurred. Customer's mother didn't have the device during the call so troubleshooting wasn't performed. She mentioned the customer went to urgent care due to the device alarming no delivery. Alarm was resolved with a complete set change. Customer mother didn't have the device information and stated she will call back. The device is not returning for analysis.